Event description:
It was reported post implant, the lead exhibited low thresholds three different times. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.